Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported the patient had a procedure on (B)(6) 2008 with a bifurcated and a cuff stent graft. Upon follow up, physician noted a proximal endoleak and the aneurysm had grown. Physician implanted a suprarenal aortic extension to correct the leak. No patient injury was reported.

Manufacturer narrative:
Based upon the limited info, the eval of the reported event was inconclusive. A mfg record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. Based upon the investigation, a root cause as well as a design or mfg issues was not identified and the result is inconclusive.